Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that probably in may, the patient's ins started pushing itself out of the skin (caller mentioned having lupus so their body rejects things) and 2 weeks ago had a surgical revision to reposition the ins.